Event description:
The patient claimed that the audio bolus buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including worn keypad symbols. On investigation, the bolus button cover was found to be torn while the button itself responded properly to presses. No damage was found with the keypad cover and all the keypad buttons responded properly. Removal of the keypad cover found no defects with any of the button contacts. Unrelated to the button issue, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.